Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a short in the plug and was not reading the test pack. There was no pt involvement.